Manufacturer narrative:
A complaint meeting was held on august 29, 2005, to discuss the issue of arthroscopic drill and drill guide complaints reported to the complaint department as "a metal shavings falling into the pt's joint." The purpose of the meeting was to determine if the potential exists for pt harm/injury, and if this type of complaint event should be reported to the FDA. It was determined after reading the description of events, the potential does exist for pt harm from metal shavings falling into the joint space. It was decided by the members, all subsequent complaints of this type will be considered reportable events to the FDA. Although nothing is being returned for a failure analysis, this type of event is most likely technique related; however, it is not known at this point in time exactly what the cause and effects are. This type of event is being studied.

Event description:
During use, the teeth of the lupine sawtooth drill guide bent and metal shavings fell into the pt's joint. The surgeon removed the shavings and used another same like device to complete the procedure with no adverse affects to the pt.